Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter displayed an unknown error message. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that she obtained the unspecified error message on (B)(6) 2015 whilst in india. During the follow-up call, the patient informed the csr that she tests her blood glucose 1 to 3 times a day and that her normal blood glucose range is between 5.0-8.0 mmol/l. The patient stated that she manages her diabetes with oral medication (metformin 1000mg morning and evening; diamicron 3mg morning and evening) and insulin (levemir self-adjusted based on blood glucose results once before bedtime). The patient reported that 20 minutes prior to obtaining the alleged error message she developed symptoms of dizziness and felt shaky. During the follow-up call, the patient confirmed she associated the symptoms with high blood glucose. Despite not being able to test her blood glucose, the patient claimed she took an increased dose of medication (unknown type and dose). During the follow-up call, the patient claimed the symptoms worsened as a result of the alleged issue and that she was rushed to hospital where she was treated with IV insulin (three times); the patient confirmed there was a delay in treatment. The patient denied that her blood glucose was tested on any other device. During the follow-up call, the patient attributed the medical treatment received to being unable to test her blood glucose due to the error message appearing. At the time of troubleshooting, the csr noted the patient did not have testing supplies available to test the meter. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received medical treatment for hyperglycemia after the alleged error message began to appear.